Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with blank display due to cracked and bleeding on lcd glass. No constant tone noted during testing. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to damaged display. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had constant tone. Troubleshooting was done. Customer's blood glucose was 48 mg/dl. Customer had skittles to treat low blood glucose. Customer stated he probably dropped the insulin pump to the floor, the screen looks a little bruised. Customer mentioned there was also blank screen. The customer performed test and it failed. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.